Event description:
It was reported that the device was explanted after implant duration of zero days. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to an unsuccessful ring repair. Per the operative report the previous month, after the ring was implanted, the echo demonstrated mitral regurgitation. "After allowing for myocardial recovery, the regurgitation improved somewhat but was not abolished, and I therefore elected to revise the repair."

Manufacturer narrative:
Na

Event description:
The device was explanted due to erosion.